Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Brown particles inside of the fill channel. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Patient reported left-side "rupture" of a saline device. Since the device is saline, the rupture is captured as deflation. Healthcare professional later confirmed a left deflation and left atrophy. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left-side "rupture." Healthcare professional later confirmed left side deflation and atrophy. Device remains implanted.